Event description:
It was reported that the vns had the lead and generator explanted as the pt reported that they were no longer having depression. The explanted devices were returned to MFR for analysis. Analysis of the lead revealed that a discontinuity located at approximately 13cm from the end of bifurcation showed that pitting or electro-plating conditions have occurred. The coil break surfaces showed mechanical distortion on the coil wires most likely caused by a contacting surface, resulting in the coil discontinuity. Furthermore, analysis of diagnostic history available in-house revealed that high lead impedance was present with end of service status set to no, approximately one year prior to explantation of the device. Stimulation had been disabled three months after the high lead impedance test result was initially observed. Attempts to obtain additional information from the physician are underway. The patient was re-implanted with a new vns system at a later date. Analysis of the explanted generator revealed normal function and no anomalies were observed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.